Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient came to clinic for routine checkup on (B)(6) 2017. It was stated that the patient had stable international normalized ratio (inr) for some time now in the high 3s. However, this visit, it was noted that her inr was supra-therapeutic at 4.1. It was stated that the patient was asymptomatic and feeling "absolutely fine". When coordinator connected patient to left ventricular assist device (lvad) monitor to download routine log files, it was noted that the patient's flow and power was elevated in comparison to baseline. After receiving log file report, it was determined that power was still within "normal region" according to the lvad power-speed graph. There was still a concern with elevated flows and powers, so a trans-thoracic-echo was performed in the clinic. Given that the patient was asymptomatic, the cardiologist made the decision to let the patient go home. The patient was instructed to keep a close eye on power trends. Around 10pm that same day ((B)(6) 2017), the ventricular assist device (vad) coordinator received a call from the patient reporting "high watt" alarms. Power was reported at 5.8 watts with flows >9l/min and patient was still asymptomatic, but coordinator asked patient to return to hospital to be admitted for further work-up. Patient was admitted to the regular cardiac floor where hemolysis labs were drawn. Also, patient's urine started to become coke-colored. Patient was promptly placed on heparin drip (gtt). Overnight, patient was also given integrin bolus. The next morning (B)(6) 2017, power was steady at 5.1-5.8 watts with flows still >9l/min. Patient remained hemodynamically stable, but was transferred to intensive care unit (ICU) for higher level of care. Today, patient was brought to the operating room to have pulmonary artery (pa) catheter placed with tissue plasminogen activator (tpa) infusion out of pa port. It was stated that on (B)(6) 2017 the patient had a pump exchange. It was further stated that the pump would be returned to the manufacturer. No additional information available.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed  in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms and a rise in power consumption. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed abrasions on the lower housing ceramic surface and matching inferior surface of the impeller as well as abrasions on the upper housing ceramic surface and matching superior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system.  As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received stated: it was reported from the site that post- tissue plasminogen activator (tpa) infusion via pulmonary artery (pa) catheter under fluoroscopy, patient was brought back to the intensive care unit (ICU) with continuous heparin infusion and was monitored for any improvements to left ventricular assist device (lvad) pump parameters. Watts remained steady in the 5s, but overnight, jumped to a peak watt of 22w. During this time, the patient remained awake and was hemodynamically stable, but the decision was made to exchange the pump urgently due to the patient's over sewn aortic valve, and the potential devastating destabilization if the pump were clotting off with the extremely high watts. During the pump exchange, the surgeons attempted to flush saline through the inflow cannula and stated they met a lot of resistance, leading them to suspect there was definitely some kind of thrombus/tissue within the pump. It was noted, however, that upon visualization of the inner cavity of the left ventricle, that there was a large piece of trabeculae or lv band that was very close to the inflow cannula. Post pump exchange, the patient's lactate dehydrogenase (ldh) continued to trend down daily from a peak of 964 on (B)(6) 2017 to the 300s. Urine began to clear, but ultimately stopped altogether, prompting the team to place her on continuous dialysis. Over the next 24 hours' post pump exchange, her lvad flows began to decrease even though she was on max pressor and inotropes. An echocardiogram (echo) showed increasing right ventricle (rv) failure and subsequently, a temporary right ventricular assist device (rvad) (tandem) was inserted. Immediately, lvad flows improved and they could back off on some of the pressor and inotropes. Temporary rvad support remained for a week before being removed. She was also extubated and is neurologically intact. She currently remains in the ICU on continuous dialysis and a few remaining inotropes/pressor, but is otherwise getting up to the cardiac chair or dangling her feet at the side of the bed. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.